Event description:
It was reported that during surgery, the unit was skipping sections. It was unknown if there was patient harm or surgical delay. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.